Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. A device can be difficult to remove due to a number of factors including, but not limited to, tissue compaction that results in a distal force being applied to the locator wings, bending them distally, and restricting their proper retraction into the delivery tubeset. This may have been a contributing factor to this event, but could not be confirmed. The return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. The reported withdrawing of the starclose device without using the access ports is not consistent with the instructions for use (IFU). Based on the information received with this incident and without the product to examine, a definitive cause for the reported experience could not be determined. However, deviating from the IFU may have played a role in this event. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported and the product was not returned for analysis.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method, failure to follow steps/instructions. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the left femoral artery after a diagnostic procedure. Reportedly, the device could not be removed after clip deployment. Counter pressure and force were used to remove the device. Manual compression was applied to achieve hemostasis. The clip was not delivered. The access ports were not used per the instruction of use to remove the device. There were no reported adverse patient sequelae. Though requested, no additional information was provided. There were no reported adverse patient sequelae. Though requested, no additional information was provided.